Event description:
During a run on the pk7200, the analyzer reportedly assigned a sample ID number from a donor sample tube to a qc tube. No patient impact.

Manufacturer narrative:
Analyzer was taken out of service on 10/29/2004 and returned to service by the customer on 11/4/04. The rack movement assembly, the rack identification sensors, and the sample ID barcode reader were inspected and are performing according to the manufacturer specifications. No additional results or conclusions are available at this time.